Event description:
It was reported that the patient had a syncopal spell and was hospitalized. The doctor suspected myopotential oversensing or electr omagnetic interference (emi) inhibition of the lead. After an extensive workup, the doctor could not reproduce anything. The leadremains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4), implantable pacing lead, 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.